Event description:
During a coil embolization procedure of the sah/aneurysm (5.3 11mm) of the pcom, while delivering an orbit rdfl complex fill coil (B)(4) through the prowler 14 (mc) microcatheter (B)(4) to the target site, the coil auto-released in the microcatheter. Both devices were removed as a unit for safety concerns, and another device was used to complete the procedure. There were no damages on the mc that may have contributed to the event, and during the event, no additional force was utilized at any time. During advancing of the coil delivery system through the microcatheter, no resistance was noted when inserting/advancing the coil in the mc or any other time. Constant fluoroscopy was performed at all times, and an adequate continuous flush was maintained through the mc at all times. After the event, the same microcatheter was not utilized to complete the procedure. After removal from the patient, other than the reported event, no other damages were noticed on any of the devices (coil delivery system - fractures, separated, etc, distal tips - unraveled, stretched, kinks, bends, fractures, etc, coil-fracture, separated, stretched, unraveled, kink, bend, etc.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00098 & 1058196-2012-00099.

Manufacturer narrative:
During a coil embolization of a 5.3x11mm posterior communicating (pcom) aneurysm with subarachnoid hemorrhage (sah), while delivering the 5x15 orbit rdfl complex fill coil through the prowler 14 microcatheter (mc) the coil prematurely detached in the mc. Both devices were removed as a unit for safety concerns, and another device was used to complete the procedure. There were no damages on the mc that may have contributed to the event, and during the event, no additional force was utilized at any time. No resistance was noted when inserting/advancing the coil in the mc or any other time. Constant fluoroscopy was performed at all times, and an adequate continuous flush was maintained through the mc at all times. After the event, the same mc was not utilized to complete the procedure. After removal from the patient, other than the reported event, no other damages were noticed on any of the devices (coil delivery system- fractures, separated, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coil-fracture, separated, stretched, unraveled, kink, bend, etc). A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil and gripper was found inside of the introducer without damage. The embolic coil was received stuck inside of the returned prowler 14 mc. The gripper and purge hole of the orbit were inspected under microscope and no damages were found on them. Marks of the embolic coil were noted on the gripper, this indicates a tight press fit. The embolic coil was inspected under microscope; it was received stuck in stretched condition inside of the mc. Also residues of dry blood can be observed attached on the distal bead of the embolic coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additionally, inspections are in place to prevent this type of damage from leaving from the facility. The reported premature detachment of the orbit coil in the prowler 14 mc was confirmed with analysis of the returned devices. Although it was reported that an adequate continuous flush was maintained through the mc, based on the analysis, it appears that the residues of dried blood found in the mc and on the coil caused or contributed to the event. The instructions for use outlines that in order to achieve optimal performance of the mc and orbit system and to reduce risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the infusion catheter (mc) and the steerable guidewire or the orbit detachable coil. Based on the reported information, the analysis of the returned devices and the device history records, there is no indication of any manufacturing issues related to the event or damages found on the returned devices. Procedural factors appear to have contributed to the premature detachment. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00098 & 1058196-2012-00099.